Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The cause of peritonitis was the hp had not performed therapy in 2 weeks. The hp had recovered and was released from the hospital. The hp was switched to hemodialysis due to issues with noncompliance. Treatment was not reported. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to perform peritoneal dialysis therapy as prescribed. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). This case has been reassessed and the cause of the peritonitis event is unknown. All relevant field have been updated. Should additional relevant information become available, a follow-up report will be submitted. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot numbers h12l13070 and h13a04047. No exceptions were observed that were related to the reported condition. A review of all batch record documents was performed on potentially associated lot number h12j11037 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint.